Manufacturer narrative:
Findings: a21 alarm during a21 error test due to faulty c13/ib. Pump passed self test. No a17 alarm noted. Pump received with cracked reservoir tube lip, minor scratched display window.

Event description:
It was reported that the insulin pump alarmed that the reservoir was empty within three hours after it was changed. Customer's blood glucose reading was 178 mg/dl. Nothing further reported.